Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion location is unk. The balloon ruptured at 6 atms. The number of inflations and to what pressures is unk. The procedure was completed with a different device. There were no reported patient complications. Patient status listed as "good".

Manufacturer narrative:
The device was discarded at the user facility, thus a returned product analysis could not be conducted. Since the batch number for this complaint is unk, the shop floor paperwork could not be examined. The root cause of the event could not be determined.